Event description:
It was reported that the patient experienced urethral erosion with the inflatable penile prosthesis (ipp) cylinder due to leaving the device inflated and frequent masturbation. The entire ipp system was removed and replaced with a new one. No further complications were reported in relation to this event. The product was not explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed.